Manufacturer narrative:
D6b should be "(B)(6) 2024".

Event description:
It was reported, that the patient was transported to the hospital experiencing discomfort. Upon review, it was noted, that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Resulting, in the delivery of inappropriate shocks. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of inappropriate shock and noise were confirmed. As received, a partial lead was returned in two pieces. Electrical testing found short between the inner coil and ring electrode cables. Destructive analysis found internal insulation abrasion breaching the inner coil lumen and ptfe liner and one of the ring electrode cable coatings abraded and exposing the inner coil. The cause of the reported events was isolated to the internal insulation abrasion breaching one of the ring electrode cable coating, inner coil lumen and ptfe liner. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the partial lead found two external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.